Event description:
It was reported that while inserting the wire for drilling the 5.5 screw, the tip of the drive pin broke. The k-wire was left in the bone. The screw was implanted on top of the broken pin.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is over-torquing or prying and/or leveraging on the guide pin. In addition, another potential cause of such an event is re-using a guide pin from the single-use disposables kit that had been bent from prior use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.